Event description:
The customer reported that while the unit was in use on a pt, the unit had very low augmentation and the intraaortic balloon failed to fully inflate. The pt was switched to another unit and therapy was continued. The pt expired. The customer does not attribute the pt's death to the unit.